Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive not delivery alarms. Each time infusion set was changed, it was found that cannula was bent. Customer was educated on proper insertion. Customer reported of receiving a motor error alarm a year prior to call, but was able to rewind and continue using insulin pump. Customer would monitor insulin pump.